Event description:
It was reported that during an unknown procedure, the cartridge pan came off when the cartridge was removed from the instrument after firing. All staples were formed properly at the time of firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan the reload was received fully fired and with the pan dislodged; the pan was noted to be damaged. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the cartridge pan separate the metal from the plastic?---yes. Did the device fire as intended? ---yes.